Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced pos-op adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 -- the patient underwent a transabdominal burch colpopexy with implant of a bard/davol 3d max mesh. On (B)(6) 2009 -- patient was hospitalized with reported symptoms of abdominal pain, nausea, vomiting, diarrhea and water stools. On (B)(6) 2009 - patient underwent a laparotomy, lysis of adhesions and excision of a meshoma. Per the explant op report, "there was a band of adhesion of the bladder inferiorly to a piece of mesh that was tacked to the sacrum. It appeared that this was an old ripstein procedure, but there was no mesh around the bowel. There was a piece of small bowel densely adherent to the mesh, causing a kink and complete bowel obstruction. This was gently teased away with sharp dissection of the mesh." On (B)(6) 2009 -- patient was admitted to the hospital with complaints of abdominal pain, nausea, vomiting, diarrhea and watery stool. Patient was diagnosed with an ileus and a urinary track infection. Patient was treated conservatively.